Event description:
It was reported that a 61-year-old female who had a 650cc mentor memorygel breast implant and a 700cc mentor memorygel breast implant placed experienced bilateral capsular contracture post procedure. The right sided capsular contracture was baker grade iii. The left sided capsular contracture was baker grade ii. As a result, explant is planned for (B)(6) 2023. See 1645337-2023-04124 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 10, 2024. In addition to the capsular contracture reported initially, the patient also experienced bilateral ruptures. The ruptures were confirmed through magnetic resonance imaging. The explant date was rescheduled to (B)(6) 2024. Reason for device explant and/or reoperation: capsular contracture/rupture manufacturer¿s reference number: (B)(4).